Manufacturer narrative:
No analysis was performed as the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 4. Reference MFR report: 1627487-2018-02497, 1627487-2018-02499 and 1627487-2018-02501. It was reported ((B)(6)) the patient's scs system was removed due to infection at the scs lead(s) site. Reportedly, the patient was prescribed antibiotics. The infection was determined to be pseudomonas aeruginosa. Follow up information received identified the infection resolved.

Manufacturer narrative:
Corrected data: date of explant.

Event description:
Device 3 of 4. Reference MFR report: 1627487-2018-02497, 1627487-2018-02499 and 1627487-2018-02501.

Manufacturer narrative:
The reported issue for ¿infection¿ cannot be confirmed through product analysis testing. Production records pertinent to sterility and packaging were reviewed for the reported lot number, for the returned product and no nonconformances were found.

Event description:
Reference MFR report: 1627487-2018-02497, 1627487-2018-02499 and 1627487-2018-02501.